Event description:
It was reported that there was no stimulation sensation. The device quit working 6 months prior to this report. The patient had been experiencing pain for over a week. The device could not be turned on 6 weeks prior to this report. New batteries were installed in the controller and it still didn't work. She could feel a little tingle but the patient was unsure if it was diabetic pain in the feet. It was noted that it had been charged. She fell in the bathtub in (B)(6) 2014 and may have pulled a wire loose. The patient had her left shoulder replaced 2 years prior to this report and then again because she fell out of the hospital bed. She also broke her right finger when carrying groceries 3 weeks prior to this report. It was mentioned that she had not charged around (B)(6) 2014 when her son was sick and she was depressed about that. She was getting stimulation but it was light. She also had a stroke 3 years prior to this report which resulted in the mentioned fall in the bathtub. Her arm was reported to not work and was purple and her feet were swollen. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention occurred, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 3887-56, lot# j0111003v, implanted: (B)(6) 2001, product type: lead. Product ID: 3887-56, lot# j0114197v, implanted: (B)(6) 2001, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type; programmer, patient. Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3887-56, lot# j0111003v, implanted: (B)(6) 2001, product type: lead. Product ID: 3887-56, lot# j0114197v, implanted: (B)(6) 2001, product type: lead. (B)(4).